Manufacturer narrative:
The off measurements reported by the customer was assessed to potential pose a safety risk if it were to reoccur. The reported lot number has been confirmed to have damaged packaging material and a recall class ii has been initiated and reported to the FDA, see 3003044483-07/08/2013-001-r. Eval summary for complaint (B)(4) investigation: review of batch documentation (DHR): nothing remarkable found. Three planned deviations, not related to the problem, were effective during the time of production of lot 1303785. Inspection of single packages: single-packages from archive samples were inspected with regards to marks from the knife cutting the desiccant. All of the packages show this marks. No microcuvettes were returned by customer for investigation. Analysis of microcuvettes with control material: microcuvettes from archive samples were analyzed with control material (seronorm). Some microcuvettes are measuring too low compared to reference cuvettes. Conclusion: the malfunction found is damaged single pack pouches related to the production process. Damaged single pack pouches may cause very low glucose results if pouches are exposed to moisture. Actions taken: remedial action: the customer has been replaced with correct products and the affected lot has been withdrawn from the field. (Correction and removal 3003044483-07/08/2013-001-r). Correction: a design change was implemented in the production process consisting of a mechanical resistance when cutting the desiccant in the single packaging process. Corrective and preventive actions are handled within the hemocue CAPA management process.

Event description:
Hemocue ab received a complaint on hemocue glucose 201 from a u.s. Customer. The customer complaint that they were experiencing low readings while running their hemocue glucose 201 system on both pt testing and quality controls. No specific reading results were given by the customer. No comparisons to other methods were made. No pt impact was reported by the customer.